Manufacturer narrative:
Date of event and patient weight are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported both leads were fully impeded preventing therapy. As a result, the leads were replaced to address the issue. During the replacement surgery, the physician discovered that the leads had fractured at the anchor site.